Event description:
A customer reported the test does not start after a sample is applied using her freestyle lite glucose meter. The customer reported this issue "started happening on (B)(6) 2011 after dinner time." The customer further reported that while at work on (B)(6) 2011 at 8:30am she experienced "hypoglycemic shock, sweating, fainted and vomiting as a result of the meter not registering their blood sugar." The customer reported a loss of consciousness. She stated she was "given a sugar pill" by one of the nurses at her job, and also reported self-treatment with orange juice. There is no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available.